Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determines that the reported migration appears to be related pre-existing patient anatomy. The reported mitral regurgitation (mr) is a cascading event of the migration. Tissue injury appears to be related to partial clip movement. Dyspnea appears to be a cascading effect of the recurrent mr. The reported patient effect of mitral valve regurgitation, dyspnea, and fatigue are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail and friable leaflets. A mitraclip xtw was implanted, reducing mr to a grade of 2-3. On (B)(6) 2026, the patient returned to the hospital with symptoms of shortness of breath. An echocardiogram was performed and revealed that the clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement), causing mr to increase to a grade of 4. It was noted that the new issue was attributed to deterioration of leaflet quality, and that the flail had gotten worse since the first procedure. A second mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 1-2.